Manufacturer narrative:
Failure analysis noted that the pump had a blank display during count down and the problem was isolated to the mother board. They were unable to verify the numbers ramping on the display or the display anomaly due to the blank display. The pump was received without a belt clip. They were unable to verify the belt clip damage. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 226mg/dl. The customer stated that the pump stopped working and he put in a new battery but the numbers ramped up and the screen went blank. The customer used (B)(6) ultra batteries. The pump was bumped into the customer's set in his car. He was asked to leave the battery out for two hours and to call back if the display does not return.troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.